Manufacturer narrative:
(B)(4). The device was received for evaluation. A review of the event history log found no keystrokes, programming, or use related events that could have caused or contributed to the reported event. Returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. External/internal inspection was performed and passed. Analysis of the device pneumatic system revealed no leak and all pressures were correct & stable. The device passed seal, purge & wet disposable integrity tests. A short simulated therapy was performed and completed successfully. Sample analysis did not verify the reported event. Review of service history data revealed previous device servicing did not cause or contribute to the reported event. Upon conclusion of the investigation, the cause of the reported event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient who performed therapy with a homechoice device (hc) passed away. The cause of death was reported to be unknown, further reported as ¿probably cardiac related due to patient¿s medical history.¿ the peritoneal dialysis registered nurse confirmed the patient did not have any infection, sepsis, or peritonitis at the time of death. The patient was not connected to the hc device at the time of death. An autopsy was not performed and the death certificate was not available. No additional information is available.